Manufacturer narrative:
It was reported that the patient experienced ¿red¿ battery alarms. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing. The reported event was confirmed via review of the controller log files, which revealed two (2) critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, two power disconnect alarms were recorded involving this battery. During the critical battery and power disconnect alarms, the logs recorded a spurious safety alert word (saw) value for (B)(4), indicating that a communication error had occurred between the controller and battery. As a result, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient came in complaining of a "red alarm". Log files confirmed a critical battery alarm for (B)(4). The battery was replaced without reported patient consequences.